Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that a few months prior to the report, their device got very strong and they could not turn it down because the batteries in their programmer were dead. They went all weekend with a strong stimulation and it burnt a hole in them by their tailbone and they still had a scar. It was unknown what led to the event. The manufacturer representative (rep) did an impedance test that came back fine. All the electrodes with case positive were tested and all of them stimulated at a comfortable level in the right area. The device was off when the rep saw the patient. The rep turned it back on and made sure it was felt at the correct amplitude. The patient was instructed to take the batteries out of the programmer when she was not using it so that her batteries would always be fresh. The issue was resolved at the time of report. The rep did not change the patient¿s programs and did not see a scar. Additional information was received on 2017-jul-20. It was reported that the patient¿s implant was subsequently explanted in 2016 due to the blister on their tailbone in the area of their device. The manufacturer representative stated that they were aware of the blister probably a month before the replacement. It was noted that neither they nor the office staff saw any blister; it was assumed that the blister, if there was on, was from something else. The patient said it was there and they turned off the device and it went away. The patient also said the device was working great for a long time. It was reported that the manufacturer representative was not aware of a revision or ¿explanation.¿ after further clarification, the manufacturer representative said they were aware of the replacement surgery ¿sometime¿ around the replacement date, but they could not recall the exact date. No further patient complications are anticipated or expected as a result of this event.